Event description:
Event description cpi received information that this endotak lead was removed from service because the physician was unable to get an impeadance measurement and could not measure voltage from the device with the last shock reported. The lead was removed from service.